Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient¿s representative stated the implanted neurostimulator had been charged to 100% earlier in the week (monday) and was at 0% four days later (friday). The representative stated they had been told the battery was expected to take approximately 5.8 days to deplete from full charge and expressed concern that depletion occurred sooner than expected. The patient was redirected to the healthcare provider for further evaluation.